Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h3, h4, h6, h11 the device was returned to olympus for inspection, and it was confirmed that the ceramic tip was broken off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it can be concluded that damage to the ceramic beak of the sheath was caused by thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. It was noted that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was missing the black end part. Additional information was later received from the customer indicating that on (B)(6) 2023, a patient underwent a therapeutic greenlight laser vaporization of the prostate. All seemed to go well, and the patient was discharged. However, through the month of (B)(6), the patient complained of intense burning while peeing. As this continued, the patient was brought back for a cystoscopy. Upon performing a flexible cystoscopy on (B)(6) 2024, the physician discovered that the ceramic tip of the inner sheath broke off during the case in (B)(6) and was in the patient's bladder ever since. The customer noted that the subject device was only needed when using an obturator to dilate into the patient. After this, the inner sheath and obturator are removed from the outer sheath, and the laser bridge is inserted. Following this dilation, and the tip breaking off, the resection of the prostate started, and the beak was never discovered in the bladder. The beak was removed during the flexible cystoscopy on (B)(6) using a basket and extra care so it would pass smoothly. The one and only piece was removed successfully, and the patient is doing well. This cystoscopy took extra time based on the size of the beak. It is estimated it took about 45 minutes, instead of the usual 5 to 10 minutes. The patient was awake for this removal. There were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.